Event description:
It was reported, the pt is no longer receiving stimulation form her thoracic lead. An sjm representative met with the pt and lead diagnostics revealed invalid impedances. There were no reported falls or injuries. X-rays were ordered to determine if the lead has migrated or disconnected. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.